Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo show partial view of a trocar needle placed inside the product package in which product details was mentioned and verified with tw details. The investigation is inconclusive for the reported thread break and material separation issues as the provided photo was not sufficient to confirm the reported issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti drain drainage catheter. Post the procedure, it was noted that sure loktm thread had digressed. The procedure was completed using another device. There was no reported patient injury.